Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine the root cause. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that metal particles were observed in the patient's eye after the phaco handpiece was inserted in the initial grove. It was removed using packer chang forceps, and the rest of procedure documented as uneventful.